Event description:
General report received of an unspecified number of undocumented incidents of backflow of fluid from secondary solution containers into primary solution containers. The primary tubing sets were being used to deliver unspecified volumes of lactated ringers via gravity. At unspecified times, the male adapters of unspecified secondary tubing sets were connected to the proximal clave y-sites on the primary tubing sets for piggyback deliveries of either unspecified antibiotics or unspecified concentrations or acetaminophen. After unspecified lengths of time in use, it was reported that solution from the secondary tubing sets backflowed into the primary solution containers. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded. The issue of backflow was evaluated under a formal investigation. It was determined that backflow was due to issues related to the assembly of the third party supplied back check valve involving an off-set diaphragm, a poorly cut diaphragm and particulate obstructing the diaphragm. This report represents all the info known by the reporter upon query by hospira personnel.